Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device was out of the package and when preparing to use the first clip, it advanced;came out at a 45 degree angle; jammed the jaws and would not fire. The surgeon had to apply a greater force to fire than normal and heard a crackling noise. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.